Event description:
A malfunction alarm was reported, identified as malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and following the reset, the malfunction did not recur. The customer was instructed to call back if the issue happened again and acknowledged the guidance provided.